Event description:
It was reported, the ins was unresponsive to telemetry attempts by the physician programmer, the pt programmer, and the recharger. The device had been charged to 75% full on friday. The ins was on saturday, sunday and monday 24 hours a day at 10.5 volts until it was turned off on tuesday. When the device was turned off it could not be turned back on. After using the antenna locate feature the pt was able to initiate a normal recharging session. Again the device showed 75% full charge. When the device was interrogated using the physician programmer, a "device discharged" message appeared. The same message appeared when syncing with the pt programmer. The device was interrogated using the recharger again, and this time a power on reset (por) message appeared. After cleaning the por the charging progression then showed 25% full. The pt had indicated they had seen these discrepancies before with the device. Within a week, the pt experienced add'l por messages, but was able to get the device to begin charging. Add'l info received indicated using the antenna locate feature they were able to better couple the recharger with the ins. The pt's recharger displayed 6-8 darkened squares of charging efficiency. The pt was sent home to recharge the ins to full capacity. The pt called the next day and indicated she was able to recharge to full capacity and was no longer having issues with the programmer and/or recharger communication. The pt was receiving effective stimulation. The device had also been reprogrammed to give better coverage of the painful areas.

Manufacturer narrative:
(B) (4).